Event description:
It was reported that a malfunction code was displayed, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The customer reset the pump on their own, and customer technical support (cts) decided to replace the pump. The customer was instructed to return the problematic pump and was provided with a replacement pump.